Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, reduced the length of the prox femur implant form 80mm to 70mm. The patient was unstable. Removed 2 40mm segments and replaced with 70mm segment.